Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found error 23062 upon reviewing logs and replaced master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive mtm involved with this complaint to perform failure analysis. The mtm was analyzed. Failure analysis confirmed but could not replicate the reported issue. Upon reviewing system logs, the 23062 error was found indicating a failure on the wrist pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed tests. After running calibrations and adding grease to the gears, mtm passed tests. The probable root cause is attributed to sensor error of the wrist pitch (axis 5) motor and slipring. It can be resolved by replacing mtm.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, intuitive surgical, inc. (Isi) clinical territory associate (cta) informed technical support engineer (tse) that master tool manipulator right (mtmr) kept faulting out. The tse found multiple errors 23062 in the logs pointing to the mtmr. The customer did not wish to do any troubleshooting and elected to use another console to continue with the procedure. The procedure was completing as planned with no reported injury.